Event description:
The user facility reported that during a patient procedure their cmax surgical table was emitting smoke and a burning odor. The procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found the table to be operating properly. The technician performed a full inspection including the electrical components within the base of the table and an electrical safety test. There was no evidence of any smoking or burning smell; no repairs were required and the table was returned to service. While onsite, the technician spoke with user facility personnel who stated at the time of the reported event they could not determine the exact location where the smoke and burning odor were coming from on the table. No additional issues were reported.